Manufacturer narrative:
Correction to the initial MDR. Explant date: (B)(6) 2018 additional information was received that the patient believed that the ipg blew up, however, it was confirmed by the physician that there was no explosion. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. No further information could be obtained. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that patients lead was fractured as noted during x-ray.

Event description:
A report was received that patient's lead was fractured as noted during x-ray.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain due to fractured lead. Also, patient stated that the ipg blew up inside of her. The patient will either undergo a replacement or explant procedure. Additional suspect medical device component involved in the event: model#: sc-1110 serial #: (B)(4) description: precision implantable pulse generator (ipg) a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that patients lead was fractured as noted during x-ray.